Event description:
I purchased a number of warrenslove quantum/energy bracelets on (B)(6) 2024. The seller claimed that the bracelets were FDA-approved and totally clean (no radioactive material). I tried these bracelets after receipt on (B)(6) 2024. Contrary to the health benefits claimed by the seller, I experienced none of these benefits. I had negative reactions after wearing the bracelets, including inflammation, fibromyalgia, nerve pain and worsening autoimmune disorder. My physical and emotional conditions got worse after using this product because of continuous radiation exposure. I had to discontinue using it after one day or two. (B)(6).